Event description:
On (B)(6) 2019 an i.v. Station produced a drug preparation with a label that contained incorrect content. Two labels were produced for the preparation. One label contained the correct content and indicated rocuronium drug; a second label contained incorrect content mislabeling the preparation as ephedrine. The mislabeled preparation was identified and as such there is no adverse patient effect. However, if the improperly configured label were not identified, it could result in the incorrect preparation being used and subsequent patient harm.